Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced four infusion sets fell off events on (B)(6) 2024. Infusion set was in use for 3hrs on (B)(6), less than 12 hrs on (B)(6) and about 12 hrs on (B)(6). Patient's blood glucose was 100-180 mg/dl at the time of event. Patient replaced infusion set and resumed insulin successfully. No further information available.